Event description:
It was reported that the bed had the had no power due to a power cord malfunction and the load cells needed to be replaced. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.